Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (not powering on) has been confirmed. Upon investigation the monitor would not power on. The monitor exhibited a ram failure at bga components u101 and u102 on the computer/analog board. The root cause for the failure of the ram chips could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor wasn't powering on.